Event description:
Cope mandril wire was being used. Glide sheath placed over wire, then wire removed. When the wire was removed, it was noted that the wire had separated. Verified that the entire wire was removed, but it had become "unbraided." Case progressed without any complications to patient, x-ray images confirmed no wire left.